Event description:
The customer obtained higher than expected vitros k+ (potassium) quality control results while using the vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous k+ results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros k+ quality control results were obtained while using the vitros 350 analyzer. A definitive root cause for the event could not be determined, however, an instrument related issue cannot be ruled out. The investigation confirmed that higher than expected vitros k+ quality control results were obtained while using the vitros 350 analyzer. A definitive root cause for the event could not be determined, however, an instrument related issue cannot be ruled out. The investigation determined that the higher than expected k+ quality control results were obtained following a k+ calibration event. Following k+ lot 0947 recalibration, acceptable k+ quality control results were obtained. No instrument repair was required. There is no indication that the vitros k+ lot 0947 is not operating as intended.